Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter was observed. A white substance was found on the side of the plunger stopper. Additionally, 10 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "before use, after opening the package the needle inside had a white foreign body near the piston,".

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: "before use, after opening the package the needle inside had a white foreign body near the piston,".

Manufacturer narrative:
Investigation summary: bd received 1 sample and 4 photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter was observed. A white substance was found on the side of the plunger stopper. Additionally, 10 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.